Event description:
The customer contact reported a burn smell. At an unspecified time, the device was programmed to deliver an unknown medication. After an unspecified length of time, the device alarmed for an unspecified error code. It was reported that while the nurse was troubleshooting the device she noted a burn smell, but no smoke or flames. The device was removed from clinical service. There were no reported adverse effects to the patient and no reported delay of critical therapy to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.